Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device used two clips and then it broke. No other information available. The second device would not competely close the clips. Another device was used to complete the procedure. There was no adverse consequence to the patient.